Event description:
It was reported that during preparation of the nc trek balloon catheter an attempt was made to remove the stylet/mandrel, however, there was difficulty removing the stylet due to resistance between the stylet and the guide wire lumen. The stylet/mandrel was removed with force. The nc trek balloon catheter was advanced to the lesion and the balloon was pressurized but did not inflate. The physician speculated that there may have been remaining air inside the device causing the balloon not to inflate; therefore, a second attempt was made to remove the air completely out of the balloon catheter. Inflation was attempted a second time, however, the balloon did not inflate. The nc trek was removed from the patient anatomy. Without any resistance. The lesion was dilated with a non-abbott balloon catheter. After the procedure, an attempt was made to inflate the balloon at approximately 10 atmospheres, outside the anatomy, but the balloon still did not inflate. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide catheter: brite tip. Stent: nobori 3.5 x 18 mm. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Against resistance. Evaluation summary: the device was returned for analysis. The difficulty inflating the balloon was confirmed. The lot history record indicated there are no non-conformities directly related to inflation difficulties. A search of the complaint handling database was performed and confirmed there are no additional incidents relating to difficulty removing the balloon sheath and subsequent stretching of the shaft. Further assessment of this issue will be performed per site operating procedures.